Manufacturer narrative:
(B)(4). Reported event was confirmed with x ray provided. X-ray review demonstrated that advanced liner wear of the left hip arthroplasty with eccentric head position as noted and elevated cup abduction angle. There is proximal femoral radiolucency without definite osteolysis although the image is limited. There is subluxation of the femoral head within the cup as noted. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01141, 0001822565 - 2020 - 01142.

Event description:
It was reported the patient underwent an initial total hip arthroplasty on an unknown date. Subsequently the patient was revised due to liner wear. The liner was removed and replaced. Attempts have been made, and no further event information available at the time of this report.